Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations. A boston scientific engineer reviewed the data from the remote monitoring system and identified the out of range measurement which was 2013 ohms. The patient was brought into the clinic for further evaluation. Sensing,threshold and shock impedance measurements were normal. Pacing impedance was 1809 ohms. There was no noise observed on the pacing/sensing or shocking channel. This patient does not require rv pacing. The daily parameter for pacing impedance was raised from 2000 ohms to 2500 ohms and the patient will continue to be followed via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting elevated pacing impedance measurements on the right ventricular (rv) channel. Most recently, a red alert was generated for a measurement greater than 2000 ohms. There has been a slight increase in pacing thresholds and no noise observed. No adverse patient effects were reported.